Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced set issues as packaging was not sealed properly, misshaped or sterile packaging was not intact. No further information available.

Manufacturer narrative:
Patient city: happy.